Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
It was reported that a patient was on impella 5.5 support in the intensive care unit and the patient lost pulsatility while coughing. It was noticed that on the automated impella controller, the placement signal disappeared. The placement signal did return on the impella connect shortly after it disappeared. No patient harm was reported. Upon review of device data logs by abiomed investigators, it was found that the console may be the potential cause of the issue.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. Data analysis: review of data logs confirms the complaint of ¿placement signal disappeared¿, though no actual alarm was generated. At the time of the reported complaint, the imc logs show calculator placement #1045 errors. The rt logs show that at the same time, due to a crc error, all signals received from optical bench (placement, snr, contrast, lamp, gain) are represented as -16384 values while the placement signal is represented as 3000. The cause of the aic issue was a 3rd party hardware/software issue. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. D10 concomitant medical products and therapy dates updated.